Manufacturer narrative:
(B)(4).

Event description:
Procedure: nissen fundoplication according to the reporter: during the case the tech had trouble opening and closing the first device. It kept getting stuck. They opened another one and used the same suture. They were able to stitch it closed but the second device got stuck again. Couldn't open it to unload the needle. Still has the needle in the tip. Not used in patient. The device was difficult to toggle. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Confirm that the device will be returned for evaluation. Yes and waiting for the return box from your end.